Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were provided and reviewed by a health care professional who reported the following: femoral stem clearly loose; shell firmly ingrown; taperloc stem cemented into the femoral canal, new head placed; no intraop complications identified. It was queried that the reported stem that was implanted at the revision was an unknown 10mm stem, this would build an unacceptably big cement fill after the removal of the 17.5mm stem. However, as the revision was undertaken outside of this study, it was not possible to clearly ascertain what stem was actually implanted at the revision. Post revision radiographs were not available also to establish this either. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Event description:
It was reported through a clinical study that a patient underwent initial right total hip arthroplasty due to post-traumatic osteoarthritis. Subsequently, the patient was revised due to pain and loosening, approximately four (4) months, twenty-six (26) days from initial surgery. During the revision, the shell was found firmly ingrown while the femoral stem was clearly loose. A new stem was cemented in, the head was replaced, and the shell and liner remained intact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ exceed abt 3hl shell 48/60mm item#124860 lot#2188348. Delta cer fm hd 036/-4mm 12/14 item#650-0836 lot#2491275. Biolox delta lnr 36mm 58-60mm item#650-0796 lot#2463921. G2 ¿ foreign ¿ austria. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.